Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the stapler slowed down and stopped firing on tissue it was indicated for. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc's or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. The patient had been discharged.

Manufacturer narrative:
(B)(4).